Event description:
Patient treated for facial wrinkles developed lesions on the jaw line with delayed healing. It is not clear that the patient followed the appropriate post procedure care and may have been picking at her skin during healing. Patient was last reported as "happy, and her face is looking better."

Manufacturer narrative:
The rhytec device does not contact the patient during treatment. Patient apparently developed lesions and delayed healing by not following recommended post-procedure care instructions.